Event description:
It was reported that the screen on the customer's device went blank during a patient event, but the green power light stayed illuminated as if the device locked up. After the customer attempted to press the power button several times, the batteries had to be removed and reinserted, then the device functioned normally. The patient did show an asystole rhythm during the event and did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed an intermittent failure to boot up, then replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause of the intermittent failure to be a failure of the single board computer. A clinical review determined that the device use did not contribute to the outcome of the patient.